Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had small cracks on the battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of over 750 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. The customer also reported other events such high stress and unconscious. The customer alleged that the insulin pump was under delivering. The customer reported that the drive support cap was normal. The customer was also hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with unknown blood glucose level and was treated with intravenous drip. The customer was advised to discontinue using the insulin pump and revert to back up plan per. The insulin pump will not be returned for analysis.